Manufacturer narrative:
A ge service rep evaluated the system and reloaded the system software. System operates as intended.

Event description:
Customer reported, the system was scrambling images. No pt injury was reported.